Event description:
On 2/28/2023, it was reported by a sales representative via sems that an ar-9215-1-03 universal quick connect handle snapped off and got stuck inside an ar-9231-02ag-25r glenoid drill guide. Nothing broke inside the patient, and the case was completed successfully without further issues. This was discovered during an eclipse tsa procedure on (B)(6) 2023. Additional information received on 2/23/2023: case was completed by utilizing a mallet and poly tipped impactor to gently secure glenoid drill guide in glenoid. The 6mm superior drill was drilled and held the guide in place.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9215-1-03 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the instrument's tip was broken off. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.